Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Based upon the visual examination, a broken cartridge nose weld was discovered in the instrument which may have caused the instrument to jam during surgery. No conclusion could be reached as to how or what caused the cartridge nose weld to become separated. Co review each incident as it occurs in an effort to continuously improve co's products and process.